Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe barrel was cracked and leaked fluid during use. The following information was provided by the initial reporter: ¿syringe is cracked and leaking fluid."

Manufacturer narrative:
Investigation: one sample was received. The barrel is damaged. A crack is located about 1¿ from the barrel flange and is 1.5¿ long. A jam at the diverter could have caused this damage. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the bd posiflush¿ normal saline syringe barrel was cracked and leaked fluid during use. The following information was provided by the initial reporter: ¿syringe is cracked and leaking fluid."